Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.